Event description:
Per the resident who was present during surgery, the pt was undergoing a craniotomy to address a right occipital hemorrhage. During the drilling of the second hole of a craniotomy, the device did not disengage as it should have. The drill caused a contusion of the dura which required repair. The damage was considered minor and did not compromise the pt or cause other complications.

Event description:
Per the resident who was present during surgery, the pt was undergoing a craniotomy to address a right occipital hemorrhage. During the drilling of the second hole of a craniotomy, the device did not disengage as it should have. The drill caused a contusion of the dura which required repair. The damage was considered minor and did not compromise the pt or cause other complications.

Event description:
Customer reports perforator did not stop during surgical procedure. Pt and event info is not available.